Event description:
Pt noticed that the 6060 bag with set was leaking chemotherapy at the juncture of the bag and attached tubing set. Pt plastic bagged the medication and the pump pouch, and continued infusion through the night for 10 hrs until the next morning when reported it to the pharmacy. A homecare nurse went to the home and disconnected the pt and flushed the line, bringing back the defective bag and contaminated pump, which were inspected in the chemotherapy hood.